Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was described as approximately 10ml of diluted lh series cleaner from the manual probe area of the analyzer. The leak was contained. The customer also reported background counts for the white blood cell (wbc) parameter were failing. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves, goggles, and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the leak, and the white blood cell background failures, and identified reticulocyte background failures. There was protein buildup on aperture 3 and misaligned drain block on the probe wipe. The probe wipe module was realigned to resolve the leak; the apertures were bleached to resolve wbc background failures, and the reticulocyte clear pump (pm6) was replaced to resolve the reticulocyte background failures. (B)(4).